Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (1) 3/10cc, 8mm syringe. Customer states that the needle hub separated. The returned syringe was tested and the hub assembly did not separate from the barrel. Ustomer states that the shields are difficult to remove. The returned syringe was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.77 lbs., which falls within specifications. A review of the device history record was completed for batch # 0177630 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [20090735, 200899656] noted for shield pull. There were four (4) notifications [200899905, 200900817, 200901067, 200899210] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and the shields are difficult to remove." Verbatim: consumer reported, needle hub separated when she removed shieldstated, shields are difficult to removelot: 0177630catalog: 328438date of event: unknownsamples: yes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and the shields are difficult to remove. Verbatim: consumer reported, needle hub separated when she removed shieldstated, shields are difficult to remove lot: 0177630 catalog: 328438 date of event: unknown samples: yes"